Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the bradycardia is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), through the (B)(6) registry reporting system, the valve was deployed in a native aortic position. One day after tavr procedure, drug-related severe sinus bradycardia and transient atrial flutter (or atrial tachycardia) were observed. On postoperative day (pod) 4, a ddd pacemaker was implanted for bradycardia tachycardia. On pod 12, the patient was discharged from the hospital and the outcome was determined as remission. Per the medical opinion, both the device relationship and the procedure relationship to the event were unknown. The device remains deployed in patient and will not be returned for evaluation.